Event description:
Additional review indicates the information in MFR report # 3007566237-2012-02476 pertains to this manufacturer's report. Any additional info will be reported in this report.

Event description:
It was reported that the patient had an end-of-service (eos)/end-of-life (eol) message on their implantable neurostimulator (ins). The dated that the eos/eol message appeared was unknown. It was also reported that the patient had an increase falls (falls a lot more) and needed to be seen by their clinician. It was unclear if the patient was receiving therapeutic effect since the implant of the ins. Impedances could not be taken because the eos/eol message could not be by passed. Impedance measurements taken on (B)(6) 2012 showed no ''blatant'' open or short circuits but there was a wide range of values (1266 to 5058 ohms) which could possibly indicate that the ins was not ''fully intact.'' Electrode combination case to #0 was noted as high (5058 ohms). The patient was programmed at 2.6 volts, 60 microseconds, 185 hz, with electrodes #1(-) and #2(+). Additional information was request, but was not available at the time of this report.

Event description:
Additional information received reported that the device was explanted and replaced with a new device, with "good" patient therapy. The reporter stated that intraoperative troubleshooting from the extension site still indicated some high impedances. The surgeon opted not to test stimulate the lead alone because she felt the patient could get good therapy programming around the high impedance electrodes, and chose to just replace the implantable neurostimulator itself with a new device. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 7482a-51, serial # unknown, product type extension; product ID 3387-28, serial # unknown, product type lead.

Manufacturer narrative:
Product ID, 7482a-51 lot# serial# unknown, product type extension product ID, 3387-28 lot# serial# unknown, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information: it was reported that the patient was implanted with model 37602 ((B)(4)), (B)(6) 2012 and was discovered to be at end of service on (B)(6) 2012. It was reported that normal battery depletion was not suspected "in less than three months." The abnormal (high) electrode impedances on (B)(6) 2012 were: c+0- 5085 ohms and 0+2- 4951 ohms. Patient had left chest implantable pulse generator changed to a model 37602 also on (B)(6) 2012 and that battery was reading 'ok' at 3.74 v. Programmed parameters were: 1-2+ 60 microseconds, 185 hz since implant and patient uses stimulation 24/7 at 3.6 v. Intraoperative troubleshooting was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device revealed the following: implantable neurostimulator (serial number: (B)(4)) had no significant anomaly. There was normal battery end of life and telemetry and output were normal.

Event description:
Additional information received reported, the cause of the event was "early battery failure" "undiagnosed." It was reiterated there was "long standing high impedance at contact 0." It was noted there were no impedance issues intraoperatively, but high impedances were seen postoperatively the same day as her replacement in (B)(6). X-rays of the patient's skull and soft tissues of her neck performed on (B)(6) 2012, revealed "no evidence of focal discontinuity." Chest x-rays were also performed and compared to x-rays taken in (B)(6) 2012. It was noted the patient's "diaphragm was higher in position. No significant interval change was demonstrated." The patient's device was replaced on (B)(6) 2012. The patient did not require hospitalization due to the event. Patient outcome was reported as no injury. A follow-up report will be sent if additional information becomes available.